Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection has occurred. The force sensor flex was found to have an intermittent connection. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during evaluation. The force sensor flex was found to have an intermittent connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).